Manufacturer narrative:
A 50ml hospira bag ndc 0409-7984-36, lot number 74-066jt, exp 1 aug 2018, 50ml nacl, therapy date (B)(6) 2017. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an iron infusion, the fluid clogged at the check valve and would no flow. There was no patient harm reported.

Manufacturer narrative:
Correction on initial report: disregard file, after further review the file is deemed not reportable.